Event description:
Additional information received from the manufacturing representative indicated that they did not have the explanted device in their possession at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient had 2 implantable neurostimulator (ins)s currently implanted. One of the inss was older than 8 years. This information contradicts manufacturer records that show the ins would be at almost 8 years of use. The ins had not been used for 1.5 years and was ¿likely in over-discharge.¿ it was reported that they will be replacing this battery.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the manufacturer representative reporting that one of the patient¿s implantable neurostimulator (ins) devices was replaced on the day of the call ((B)(6) 2017) because of normal end of service (eos). Additional information from the manufacturer representative on 2017-03-24 reported that they were returning the explanted ins for analysis.